Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011. Report is being submitted past 30 day deadline based on retrospective review conducted on 6/21/2019. Original MDR (report 1 of 2) filed 12/26/2018.

Event description:
Post op x-rays revealed the addplus screws backed out from the superior endplate and the construct migrated out of place. Report 2/2.